Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the following no intra-op complication noted. 6 week follow up shows patient experienced moderate pain, with stiffness and difficulty in adl. 6 month follow shows patient continue to experience severe pain with rom 70 of flexion, noisy and stiffness and continue to experience the same issue until 1-year post-ops. Patient also experiencing arthrofibrosis. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert: persona the personalized knee solution: poor range of motion, pain are known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient: dob: (B)(6). Concomitant medical products: 42532007501 64012741 tibia cemented; 42511000511 63770492 articular surface fixed bearing. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00106, 0001822565-2020-01281.

Event description:
It was reported patient underwent initial left total knee arthroplasty. At the six month visit, the patient reported severe pain, extreme difficulty with daily activities, stiffness, limited flexion, and noise coming from the joint. An adverse event report indicated that conservative treatment was provided and the patient tolerated the outcome. At the one year visit, the patient demonstrated improvement with range of motion, daily activities and ongoing mild to severe pain. No further information or intervention has been provided at this time.